Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support (mcs). During support, the following day, the patient was noted to have more chest pain with st changes. The patient was taken to the catheterization lab. Catheterization showed previously placed stents were patent. Thus, there was no in-stent restenosis noted. Left circumflex artery was stented during this time. Low flows on the impella cp were noted, after closure of the left femoral artery, which was accessed for percutaneous coronary intervention. The decision was made to reposition the impella cp device. However, at this time, it was noted the anticontamination sleeve cover was completely severed from the hub. Therefore, repositioning could not be performed without contamination. Consequently, the impella cp device was explanted and replaced. The patient continued on mcs with the replacement impella cp and was reported to be in stable condition following the event.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.